Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumes that the reported event occurred since retention force of the distal attachment was reduced by attachment to the distal end of the endoscope without using medical tape. The above device handling has warned in the instruction manual as follows. Be sure to wipe away any excess lubricant before mounting the instrument, and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage.

Event description:
We received the following report. To remove a food bolus from the patient¿s esophagus, the user used the subject device. The food bolus was large and required several passes to remove it completely. During the second pass, the subject device came off (detached) the scope and remained inside the patient¿s esophagus. It took 2 hours to remove the subject device from the patient. The user said that the patient had achalasia. The user did not secure the subject device to the scope with tape.